Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant high, out of range, pacing impedance and hv impedance were observed. Lead damage was suspected. The lead was not used and was replaced. Patient was stable post procedure.